Event description:
A home pt's relative contacted baxter's technical service center for assistance. The home pt's catheter reportedly disconnected after the pt walked away from the homechoice machine in 2005. A follow-up call was placed to the pd nurse a month later. The nurse stated that the transfer set disconnected, not the catheter. At this time, the nurse stated that the pt was given antibiotics prophylacticly (vancomycin). Although prophylactic antibiotics were administered, there was no pt injury indicated at the time of the initial report.